Manufacturer narrative:
Date of event: exact date unknown, event occurred about a year ago from date manufacturer was made aware.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient was reprogrammed but opted to replace the ipg. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg will not be returned.